Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient stated, ¿last night I noticed my stimulator was going in and out and I checked it and it said my batteries is full but now I can¿t cut my device on with the recharger or the mystim.¿ the patient also stated she was looking at the recharger battery level, which was full, but when she looked at the implantable neurostimulator (ins) battery level it was ¿only a quarter full.¿ patient services reviewed with the patient that she must recharge the ins and that the patient would not be able to turn stimulation back on until her ins battery level is at 25 percent or more full. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.